Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported the device will not crank during testing. No patient harm, no delay, no alt contact. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the device was not ratcheting and that the unit was out of calibration. The ratchet gear, sliding pin, spring, cap nuts on calibrating shoulder bolts, and 4 washers were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.